Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be properly calibrated to the display. As a result, the buttons in the display¿s top right corner could not be activated. It was recommended that the programmer be returned, but its current status is unknown. There was no patient involvement.